Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed; the down arrow button was intermittently responding during test, the up/ok/contrast buttons were responding to user inputs during testing, and the ok button contact was misaligned.

Event description:
It was reported that the keypad button presses were intermittently activating the desired pump functions. The pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.